Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Device evaluation: lens was returned in liquid, in lens vial. Visual inspection of the lens found the lens cut in two pieces and the optic torn. Claim# (B)(4).

Event description:
A cq2015a collamer three piece lens,+22.5 diopter, was returned cut in two pieces. Reporter stated that the wrong lens was open and was not sure if there was any patient contact.

Manufacturer narrative:
The reporter indicated that cq2015a collamer three piece lens, +22.5 diopter, was inserted into the patient's eye on (B)(6) 2017 .the reporter indicated the reason for lens return is "wrong lens opened for sulcus" and that there was no injury to the patient. (B)(4).